Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscope cannot be identified. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: experiencing intermittent malfunctions was due to disconnection in scope socket, the endoscope cannot be identified. And the most probable cause of the compliant was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the xenon light source was intermittently malfunctioning, when inserting the light guide, it does not detect the high, so the light was not correct. The issue occurred during inspection for use, before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.